Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Positioning issue: the root cause of positioning issue was most likely use related since the pump was accidentally pulled back into aorta during reposition of the pump.

Event description:
The complainant reported that following a supported procedure, the impella cp pump was inadvertently pulled back across the aortic valve. The pump was fully removed from the patient as a result of the issue and the patient was monitored before a decision was made on the next steps to be taken. It was concluded that support was still necessary, and as such, the pump was reinserted into the patient. The staff was advised on the risks of re-using the pump, but the decision was ultimately made to continue support with the current setup. The patient was successfully weaned from the pump and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.